Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, the reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy. Additionally, reported mitral regurgitation was the cascading effect of the reported slda. The reported mitral regurgitation is listed in the instruction for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report that the clip detached from one leaflet and increased mitral regurgitation (mr). It was reported that this was a mitraclip procedure performed on (B)(6) 2020, to treat mixed mitral regurgitation (mr) with grade 4. Three clips were implanted, reducing mr to 2. There were no issues during the procedure, visualization was slightly difficult during the third clip implantation. On (B)(6) 2020, before discharge a follow-up control echocardiogram was performed which found the most lateral clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda) and mr increased to 4. The patient was discharged and will be evaluated at a later date to see if intervention will be performed as the patient is stable at the moment. No additional information was provided.